Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator would not power up and attributed it to one inter-board connect ribbon having become disconnected and also noted that one inter-board ribbon connector was not locked/closed. Analysis also found that the upper and lower cases were broken, both bail covers were contaminated, the ring cover was broken, one case screw was missing, the battery contacts were compressed and discolored, the battery drawer was broken, the liquid crystal display was out of specification (it was missing pixels) and the main printed circuit board was damaged. (B)(4).

Event description:
It was reported that the external pulse generator would not power up, even with a brand new battery. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not power up, even with a brand new battery. The generator was returned for service. There was no patient involvement.